Event description:
It was reported that pump wake button was often unresponsive. There was no reported impact to the customer¿s blood glucose level. Customer declined follow-up and no additional troubleshooting, corrective actions, or outcomes were available, so no further information was received regarding resolution of event.